Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a balloon aortic valvuloplasty (bav) was performed due to patient calcification. Following the successful implant at 3 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), moderate paravalvular leak (pvl) was observed. Subsequently, a post-implant bavwas planned to resolve the pvl. Upon the performance of the bav, the valve dislodged above the sinotubular junction (stj). Subsequently, a new valve was opened and successfully implanted. Per the physician, the non-medtronic guidewire contributed to the dislodgement.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.